Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the implantable cardiac monitor had gone into backup vvi mode. Insufficient battery longevity was confirmed and no arrhythmia was observed. The patient would be planned for a device explant. There were no patient consequences.